Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 447 mg/dl at the time of the incident. The customer stated that due to steroids the blood glucose level was high. Customer reported that they were unable to deliver bolus. They were assisted with bolus wizard. Troubleshooting was declined. The device will not be returned for analysis.